Event description:
It was reported that during central processing, the maryland bipolar forceps instrument tip was broken. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no material missing/ detached from the portion of the device that enters the patient¿s body. There were no broken or damaged cables at the instrument wrist.

Manufacturer narrative:
The instrument has been returned and evaluated by the failure analysis team. Failure analysis (fa) found the maryland bipolar forceps (mbf) instrument had a broken grip. A piece approximately 11.55 mm x 3.69 mm was found to broken off. The broken piece was not returned with the instrument. No further damage or abnormalities were found. Common causes of the failure mode broken instrument grips -tips include damage from applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal.